Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, and transducer fault alarms. The customer performed transducer calibrations and reported the testing passed. However, the issue went unresolved. The customer reported determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. Slow solenoids can intermittently results in a bad auto-zero calibration at power up and operational auto-zero checks. This issue will be internally investigated within vyaire.